Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (to remove of the essure devices). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: on or about (B)(6) 2018, the patient was advised that her symptoms are a direct result of the insertion of essure. She has been advised to undergo an operative laparoscopy with bilateral robotic salpingectomy with cornual resection and repair with removal of the essure devices for attempted relief from her essure related symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 855624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included overweight and back injury. Following the requisite time period after implantation of essure the patient had hsg test : result not reported. Previously administered products included for an unreported indication: iud nos from 2009 to 2010. Concurrent conditions included kidney disorder, cramps, pap smear, anogenital warts and chlamydial infection. Concomitant products included ibuprofen. In 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction- rashes"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed"), headache ("headaches"), genital haemorrhage (seriousness criterion medically significant), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), bladder disorder ("urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), back pain ("back pain") and abdominal pain ("severe abdominal pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain / loss(specify which one)gain"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, anxiety, depression, vaginal haemorrhage, dermatitis allergic, migraine, headache, nausea, fatigue, alopecia, genital haemorrhage, cystitis, vaginal infection, urinary tract infection, vaginal discharge, hormone level abnormal, bladder disorder, urinary tract disorder, weight increased, back pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 on or about (B)(6) 2018, the patient was advised that her symptoms are a direct result of the insertion of essure. She has been advised to undergo an operative laparoscopy with bilateral robotic salpingectomy with cornual resection and repair with removal of the essure devices for attempted relief from her essure related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dysmenorrhea, menorrhagia, pelvic pain. Lot number: 855624, manufacturing date: 2011/0, expiration date: 2014/04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs and mr received: reporters were added. New events- hormonal changes, abnormal bleeding (general), bladder infection, urinary tract infection,vaginal infection, bladder problems, urinary problems, vaginal discharge, weight gain, hair loss, back pain, abdominal pain were added. Concomitant conditions were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (batch no: 855624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". Concomitant products included ibuprofen. In 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash ("allergic or hypersensitivity reaction- rashes"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed") and headache ("headaches"). The patient was treated with surgery (to remove of the essure devices). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, anxiety, depression, vaginal haemorrhage, rash, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: on (B)(6) 2013 on or about on (B)(6) 2018, the patient was advised that her symptoms are a direct result of the insertion of essure. She has been advised to undergo an operative laparoscopy with bilateral robotic salpingectomy with cornual resection and repair with removal of the essure devices for attempted relief from her essure related symptoms. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dysmenorrhea, menorrhagia, pelvic pain. Most recent follow-up information incorporated above includes: on 16-jan-2019: pfs and mr received, reporter added, plantiffs address updated, demographic added, product indication added, lot number added, event added are as follows- abnormal bleeding (vaginal), headaches, nausea, fatigue, hair loss, migraines, allergic or hypersensitivity reaction-rashes, device monitoring procedure not performed. Events onset date and severity added, concomitant drug added. Auto narrative supplements were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and thrombosis ('blood clots') in a 36-year-old female patient who had essure (batch no. 855624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included overweight and back injury. Following the requisite time period after implantation of essure the patient had hsg test : result not reported. Previously administered products included for an unreported indication: iud nos from 2009 to 2010. Concurrent conditions included kidney disorder, muscle cramps, pap smear abnormal, anogenital warts and chlamydial infection. Concomitant products included ibuprofen. In 2011, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea / bad cramps") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2014, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction- rashes"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). In 2014, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), headache ("headaches"), cystitis ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal discharge ("vaginal discharge"), emotional disorder ("hormonal changes/ hormonal changes describe: very emotional"), bladder disorder ("urinary problems or changes"), urinary tract disorder ("urinary problems or changes"), back pain ("back pain"), abdominal pain ("severe abdominal pain"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bv") and thrombosis (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss(specify which one)gain"). The patient was treated with surgery (to remove essure). Essure was removed in february 2018. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, dysmenorrhoea, anxiety, depression, vaginal haemorrhage, dermatitis allergic, migraine, headache, nausea, fatigue, alopecia, cystitis, vaginal infection, urinary tract infection, vaginal discharge, emotional disorder, bladder disorder, urinary tract disorder, weight increased, back pain, abdominal pain, bacterial vaginosis and thrombosis outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bacterial vaginosis, bladder disorder, cystitis, depression, dermatitis allergic, dysmenorrhoea, emotional disorder, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, thrombosis, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 on or about feb-2018, the patient was advised that her symptoms are a direct result of the insertion of essure. She has been advised to undergo an operative laparoscopy with bilateral robotic salpingectomy with cornual resection and repair with removal of the essure devices for attempted relief from her essure related symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New event added: bacterial vaginosis, blood clots. Previously added event hormonal changes was updated to hormonal changes describe: very emotional. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 855624) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". Medical conditions: following the requisite time period after implantation of essure the patient had hsg test : result not reported. Concurrent conditions included kidney disorder. Concomitant products included ibuprofen. In 2011, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dermatitis allergic ("allergic or hypersensitivity reaction- rashes"), migraine ("migraines"), nausea ("nausea"), fatigue ("fatigue") and alopecia ("hair loss"). On an unknown date, the patient experienced anxiety ("anxious"), depression ("depressed") and headache ("headaches"). The patient was treated with surgery (to remove of the essure devices). Essure was removed in (B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, anxiety, depression, vaginal haemorrhage, dermatitis allergic, migraine, headache, nausea, fatigue and alopecia outcome was unknown. The reporter considered alopecia, anxiety, depression, dermatitis allergic, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6)2013 on or about (B)(6)2018, the patient was advised that her symptoms are a direct result of the insertion of essure. She has been advised to undergo an operative laparoscopy with bilateral robotic salpingectomy with cornual resection and repair with removal of the essure devices for attempted relief from her essure related symptoms. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dysmenorrhea, menorrhagia, pelvic pain. Lot number: 855624 manufacturing date: 2011/0 expiration date: 2014/04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.